Manufacturer narrative:
The aligners are not being evaluated as the product performed in accordance to specifications and the device was used in accordance with labeled indications. There is no evidence that the invisalign aligners caused or contributed to the reported symptoms of swollen right parotid gland or fibroma. Since the invisalign aligners were in use at the time the symptoms of swollen right parotid gland and fibroma were reported, an adverse event will be reported and a MDR is being filed.

Event description:
The patient reported symptoms of swollen right parotid gland, ulcerations on the right posterior tongue, a fibroma on anterior sublingual and a dry mouth. The patient reported visiting a medical doctor and a ent specialist, due to the reported symptoms. The ent specialist does not believe that the patient's salivary gland was blocked. The patient did not report taking or being prescribed any medications to alleviate the reported symptoms. The invisalign treatment was discontinued on (B)(6) 2013 but the reported symptoms have not subsided. The treating doctor does not consider this event to be serious in nature or life threatening to the patient.